Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv) phrenic nerve palsy (pnp) was detected by abdominal palpation and a double stop was performed. The case was completed with cryo. The pnp was not completely recovered and the diaphragm was slightly elevated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight injections were performed with the balloon catheter 2af284 with lot number 06607 and showed no issues or system notices. The balloon catheter was not returned and there was no indication of a product malfunction. A clinical issue phrenic nerve palsy (pnp) could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.